Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm (064) issue. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the patient had pneumonia and they were taking steroids. This report is being made due to the bg excursion the patient due to an alleged call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017-device evaluation: the cartridge has not been returned; 6 retained samples from the reported cartridge lot were pulled and evaluated by product analysis on 01/27/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.